Event description:
Complainant alleged that while attempting to monitor a pt with difficulty breathing (age & gender unk) the device displayed "status 56" and "status 166" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.